Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) but that did not resolve the issue. The ventilator has been placed out of service until further evaluation is complete.

Event description:
It was reported that, on start up, the display on a 980 ventilator went blank and the secondary display generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time of the reported event.